Event description:
Our affiliate is reporting to us that a patient underwent a successful bankart repair with the use of 5 gryphon peek anchors w/ds orthocord on (B)(6), 2012. During a post-op follow-up examination, x-rays revealed what appears to be some ¿osteolysis¿ near the anchor sites. At this point in time, nothing other than monitoring the patient is planned. Also see associated mdrs 1221934-2013-00236, 1221934-2013-00237, 1221934-2013-00238 and 1221934-2013-00239.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned (still in patient), which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Also, an additional review into the complaints system for similar events for all of the device/lots that accompanied this complaint part/lot into the sterile load process and were released to distribution revealed no other similar issues. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The complaint device is not being returned (still in patient), which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Also, an additional review into the complaints system for similar events for all of the device/lots that accompanied this complaint part/lot into the sterile load process and were released to distribution revealed no other similar issues. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.